Manufacturer narrative:
Unit received with unexpected low battery alert and had high sleep current, problem isolated to pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received low battery alert. Customer¿s blood glucose level was unknown. Customer stated they received replaced battery alarm four times in short period of time. The insulin pump will be returned for analysis.